Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2024 due to no sound on activation day. Surgeon confirmed device was not in the correct place due to difficult patient anatomy. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.